Event description:
A physician reported during the intraocular lens implantation he observed in several procedures: elongated pieces of plastic looking like a "piece of mass" stuck in the posterior face of the implant. As per physician it can be a piece of the remaining crystalline lens. Additional information has been requested.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A sample was not received, at the manufacturing site for evaluation. For the report of elongated plastic stuck in implant. Therefore, the condition of the product could not be verified. No lot number was identified with this complaint. Therefore, a device history record review could not be conducted. The root cause for the customer complaint issue cannot be determined. The manufacturer internal reference number is: (B)(4).